Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, the enroute 0.014" guidewire was not advancing freely and caused a dissection in the proximal left common carotid artery. The physician elected to convert the procedure to carotid endarterectomy (cea) as a result of the event. There were no health consequences or impact reported.